Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because, the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Event description:
This is a report of use error where the drain line extension for the homechoice machine was reused by the home patient (hp) for 3-4 days. During troubleshooting for a check heater line alarm, the baxter technical representative (tsr) recommended the hp change out the reused drain line extension. The hp wanted to end the therapy. The tsr walked the hp through ending therapy procedures and advised the hp to call their registered nurse (rn) and let them know about any missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps was confirmed based on customer information. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.